Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00510 and 1627487-2012-00511. It was reported the patient's (B)(6) therapy is unable to be increased due to high impedance readings. X-rays were taken for further evaluation, but no visual anomalies were noted with either the leads or the extensions. Attempts to resolve this matter via reprogramming have been unsuccessful. A decision has not been reached concerning the next course of action.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.